Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2025 the patient experienced stoma site redness and red discharge. The patient was seen by a physician who prescribed unspecified oral antibiotics and unspecified topical antibiotic cream. It was reported that the stoma site redness and red discharger had improved but had not fully resolved.